Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit was programmed and monitored for 2 days. No blank display noted. Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. Unit passed vibrate check on self-test. Unit had no audio tones during tone check on self-test due to broken red wire at the piezo on printed circuit board. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No replace battery alert or replace battery now alarm noted during testing. No unexpected replace battery alert or replace battery now alarm noted in the formatted history file. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off without an audible tone. The insulin pump will return.